Event description:
Related manufacturer report number: 2017865-2022-09207. It was reported that a patient presented with their right ventricular (rv) lead dislodged. It was also reported that there was oversensing noise on the rv lead and incorrect interpretation of signal resulting in inappropriate therapy on the implantable cardioverter defibrillator (ICD). When repositioning, the lead helix would not retract. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
This report is to indicate that the device history record (DHR) was reviewed and found complete.

Manufacturer narrative:
The reported events were lead dislodgement, inappropriate shock, sensing noise, and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. After cutting the lead and cleaning the distal portion of the lead, the helix could be retracted and extended by applying torque directly to the inner coil. The measured full helix extension length was within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood, blood on the inner coil, and over-torque of the inner coil. The reported events of inappropriate shock and sensing noise were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.